Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a surgeon had issues locking the heartmate 3 pump into the sewing ring. The surgeon checked apical cuff sutures and tissue to confirm that there was a good connection between the pump and the cuff, however, when trying to secure the purple locking mechanism, there was very slight yellow/green visible from the edge of the locking mechanism. The surgeon unlocked the purple mechanism and attempted to lock the pump down again. They tried this multiple times, with each time there still being a very small amount of the purple locking mechanism that was not flush with the pump how it normally locks in. The surgeon confirmed once more that there were no issues with the apical cuff or the sutures that could be causing interference with the locking of the pump. On one of the attempts, it seemed as if the lock was more flush with the pump than other attempts, but upon inspecting, there was still some of the lock that was sticking out from the pump. This was also confirmed by the surgeon being able to easily twist the pump around the ring more so than previous experience would expect. At this point the surgeon was not comfortable with using this pump for the implant procedure and asked for the backup pump to be opened. After preparing the new pump, the surgeon placed the new pump in the ring and the pump locked on the first try with no issues.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of (B)(6) confirmed damage to the cuff lock that could have contributed to the reported apical cuff engagement issue. (B)(6) was returned with the pump cable intact. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned with the device. The cuff lock was placed on a 1:1 scale drawing of the part which revealed that the left and right locking arms were bent out of specification, with both arms bent outwards. This was further confirmed with dimensional analysis using a vision system. Inspection of the returned components also revealed markings on the cuff lock, consistent with tool use. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arms, found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled, and engagement testing was performed using a test standard apical cuff. The cuff lock was unable to be fully engaged into the locked position with the apical cuff in place, as the yellow markings on the cuff lock remained visible. Additionally, the apical cuff was found to rotate with less force compared to a test pump with and undamaged cuff lock. The observed damage to the cuff lock locking arms could have contributed to the reported event of the pump rotating easily. It was unable to be determined exactly when or how the cuff lock locking arms became bent. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 of the IFU, under ¿inserting the pump in the ventricle¿, provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.